Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states, the right side brake lever for motor/gearbox is slipping into neutral and the handle does not stay up.